Event description:
Pt's device would be programmed to off because the pt has been experiencing electrical stimulation at neck and shoulder sites and intermittent shortness of breath. The pt has recently begun a strenuous exercise routine including some head movements. Previous reductions in programmed parameters did not resolve the shortness of breath. Further follow-up revealed that the pt's device was programmed back to on at office visit at low settings. X-rays reviewed by treating neurologist did not reveal any discontinuities in the ncp system. The pt is reportedly still experiencing the "shocking" sensation and indicates that it is very uncomfortable. Neurologist is considering exploratory surgery to check electrode placement.